Event description:
It was reported that the device interrogated undersensing of the right ventricular (rv) lead on freeze capture. The device was reprogrammed and the issue was resolved. The patient is enrolled in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).